Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted an arc mark on the device case. High power visual inspection of the header and lead barrel noted not irregularities. A review of the device memory confirmed the device recorded a long charge time and charge time out. Analysis determined the root cause was related to a lead issue.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving two shocks. Device interrogation identified that the s-ICD exhibited decreased amplitude measurement and oversensed noise which resulted in the inappropriate shocks. There was also code lc present upon interrogation. A copy of the device's memory and x-ray images were sent to boston scientific technical services (ts) for analysis. Ts confirmed that the system had dislodged and there was evidence of coil-on-can contact. Ts also confirmed that the shock impedance measurements were out-of-range. Ts recommended device replacement. Surgical intervention was performed and the system was replaced without incident.